Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 579 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned